Event description:
On (B)(6) 2015 I suffered a 2 week migraine that landed me in the emergency room on a saturday and then again 2 days later at my regular doctor for shots to try and remedy the migraine. Since having essure procedure, every menstrual cycle is heavy. My lower back pain is something I can't get used to or take enough tylenol to make it feel tolerable. My lack of sex drive is taking a toll on my relationship. If someone told me I could have this removed tomorrow and that my life would go back to what it was before the essure procedure, I would do it in a minute. I hate everything that this has done to me and my family. I never had mood issues. Now it's the "norm" for me to be grouchy or not feeling good. Essure implanted in (B)(6) 2009. Starting having heavy, irregular periods. Have been to the chiropractor for lower back pain. Have been to the doctor for migraines in 2015.